Manufacturer narrative:
Correction: d9 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during a diagnostic ebus (endobronchial ultrasound) bronchoscopy procedure, the single use aspiration needle was unable to be deployed on target. Reportedly, the procedure was not prolonged, and no extended sedation was required, or the procedure was cancelled or postponed. The condition of the patient was not impacted by the failure and the diagnostic ebus procedure was completed without any report of patient harm. The reported problem did not affect the diagnostic/therapeutic outcome of the procedure. There was no medical intervention or treatment required outside the scope of the procedure. No life-threatening event was reported to have occurred.